Event description:
Device issue: failure to deploy - locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the locator wings did not deploy. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) (physician is untrained) - (B)(4). The device was received. Investigation is not complete.